Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The patient has been doing well but had a fall about 4.5 months after the primary tar. The patient had worse pain/swelling with collapse anteriorly of the tibia component.

Manufacturer narrative:
Correction - h6 (device code, results code and conclusion code). The reported event could be confirmed since images of CT scans were provided and shows radiolucence and subsidence of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows clear radiolucence and anterior migration and subsidence of the tibial component. There is also some radiolucence adjacent to the talar component, but there is no migration visible and loosening cannot be completely excluded, yet not be confirmed with the provided CT scan. Based on investigation, the root cause was attributed to a patient related issue. As reported by the sales representative, the patient experienced a fall which likely contributed to the reported issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The patient has been doing well but had a fall about 4.5 months after the primary tar. The patient had worse pain/swelling with collapse anteriorly of the tibia component.